Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported when switching from infusion to air, there was no air available through the cassette. The surgeon tried several times but was unsuccessful. The cassette was switched out and the case was completed without further incidents. There was no pt harm reported.